Event description:
The customer reported that the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. Review of the device diagnostic log indicated a +24/+-12 volt power failure occurrence. The service technician replaced the power supply to address the findings. Applicable final testing was completed and tests passed per operating specifications.